Event description:
It was reported to philips that the device's measurement panel was worn. There was no patient involvement.

Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty measurement connection module. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the measurement connection module. The part was replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.